Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia for over eight hours after an infusion set change, with a highest cgm reading of ¿high¿ and a confirmatory glucometer value of 455 mg/dl; the infusion set was a cd type placed on the abdomen, the cgm was a g7, and a guided supply change to a new site was performed, after which glucose levels decreased. Symptoms included hyperglycemia with associated nausea and vomiting. Outcomes included a minor illness. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no specific findings and insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.